Manufacturer narrative:
One device was returned for evaluation. The lot history review was performed. The investigation confirmed for material rupture and material deformation. A root cause has not been determined. The device is labeled for single use.

Event description:
This report summarizes one malfunction. The information reviewed indicated that model 436-2522x pta balloon dilatation catheter allegedly experienced rupture and material deformation. This report was received from one source. The patient's age, weight, and gender were not provided. There was no reported patient injury.